Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urethral atrophy and impending erosion. All components were removed and replaced with a new aus system. There were no malfunctions with the explanted device. The patient had a good outcome.